Manufacturer narrative:
(D10) concomitant devices: 300-30-06 - equinoxe preserve stem 6mm 320-42-03 - equinoxe reverse 42mm humeral liner +2.5 320-10-00 - equinoxe reverse tray adapter plate tray +0 320-15-01 - eq rev glenoid plate 320-02-42 - rs expanded glenosphere 42mm, +4mm offset the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study that the patient experienced instability / subluxation. The dislocation popped back in on his own. A revision is possible if dislocations continue. There was no action taken to treat this event. 2025 update: per patient, issues now are due to severe ddd (degenerative disc disease) c5-c7. The outcome is now considered resolved and the case report form indicates this event is definitely not related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e. The cause of the patient¿s shoulder dislocation reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.